Manufacturer narrative:
H10: additional manufacturer narrative: added additional coding to section h6 and f10. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular stenosis/regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time.   H3: evaluation summary: customer reports of stenosis and degeneration were confirmed through observed host tissue overgrowth. Report of insufficiency was confirmed through observed rolled leaflet from host tissue overgrowth. X-ray demonstrated wireform intact and minimal calcification nodules on leaflet 1. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­6mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 5mm at commissure 1 on the outflow aspect. The free margins of leaflets 1 and 3 were rolled towards the outflow aspect from host tissue overgrowth at commissure 1 and created a gap in the central coaptation region. Leaflet 3 had a 5mm cut near commissure 1; edges of cut were straight and even and appeared to match up. Two suture pledgets remained attached to the sewing ring around leaflet 2 on the inflow aspect. Sewing ring was cut in multiple areas around the valve. Wireform was exposed around leaflets 2 and 3 on the inflow aspect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI # (B)(4). Stenosis and/or regurgitation, which develop progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device has not been returned for evaluation. The root cause of this event cannot be determined with the available information; however, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported through the implant patient registry that a 19mm 3300tfx aortic valve was explanted after an implant duration of three (3) years and four (4) months due to stenosis, insufficiency and degeneration. The valve was replaced with a 19mm 11500a valve. However, post procedure, the patient was taken back to the or to repair an rv arterial bleeding d/t an iatrogenic rv injury caused by technical error during the redo-avr procedure. The patient tolerated the procedure well and was discharged home on pod # 6. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.